Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The clinician reported that one year after the dental implant was placed, in ada site #21 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with type iii bone. An infection was present.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one year after the dental implant was placed, in ada site #21 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with type iii bone. An infection was present. The device will be forwarded to the manufacturer for investigation. Patient reported pain and mobility at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one year after the dental implant was placed, in ada site #21 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with type iii bone. An infection was present.